Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Heads keep coming off- oral b electric toothbrush [device breakage]. Case narrative: consumer e-mail stated that during brushing toothbrush head keep coming off from oral b electric toothbrush. No injury was reported.